Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issues were confirmed; there were missing components and the device was not properly calibrated. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there were accessible sharp metal edges and an inaccurate scale. There was no patient involvement.